Manufacturer narrative:
Pump passed the operating currents measurement, self test and displacement test. Pump was monitored for several days and no blank display anomaly noted. No damage found on c13/lcd isolation tape noted. Pump had cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose reading was 342 mg/dl. Customer reported that the issue remained unresolved after the battery was changed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not expected to return.